Event description:
Bilateral leaking implants. A 52 year old white gravida zero female, status post bilateral subglandular inframammary placement of 270 cc dow corning gels for augmentation in 6/78. The left encapsulated and ultimately she had a left capsulotomy/removal and replacement with a 250 cc siltex on 1/11/89. It was found to be ruptured, a right breast mass was noted shortly there after and right capsulotomy/removal and replacement was done in conjunction with a right biopsy (evidently it was a granuloma ln) on 5/4/89. The pt c/o occasional hurting.